Manufacturer narrative:
Conclusion: the patient's pain is apparently a result of necrotic fibroid tissue after the thermal ablation. The laparoscopic hysterectomy was likely performed, due to the necessity to control the pain and for the treatment of the menorrhagia from the uterine fibroids. The instructions for use for the device state, "the device is contraindicated for use in a patient with any anatomic or pathologic condition in which weakness of the myometrium could exist". It also specifies, that patients with an "anatomically normal uterine cavity" should be selected for the procedure, and that "standard sonography, saline infusion sonography, hysteroscopy, or hysterosalpingography within 6 months prior to performing" the procedure "should be used to rule out submucous fibroids, large polyps and congenital abnormalities."

Event description:
It was reported that a patient with two known fibroids underwent a thermal endometrial ablation procedure. Approximately one week after the procedure, the patient had persistent cramping, went to the ER, waited too long and left. She was treated with pain medication, but subsequently had increased pain. The surgeon prescribed motrin and vicadin. An MRI was done to check for the reported increase in pain since the procedure, and the MRI revealed fibroid degeneration. The surgeon opined that possibly this caused the increased pain post-operatively. The patient had a laparoscopic hysterectomy in 2007. The pathology report for the fibroids is not available at this time.